Manufacturer narrative:
The device has not yet been returned to the MFR for investigation. A f/u report will be made if the product is returned, and if the investigation requires.

Event description:
During an rf procedure, when the generator switched to stimulation mode, the pt experienced unintended sensory stimulation. The procedure was completed using the same equipment and without a delay. There was no intervention or additional treatment required due to this event. There are no adverse consequences reported as a result.